Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no evidence of the essure device anywhere in the pelvis during tubal ligation and hernia repair"), cervix disorder ("cervix had been lacerated") and hernia repair ("hernia repair") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg report showed tubes were not occluded, diagnosis of failed essure" on (B)(6) 2014. Medical conditions: post implantation procedure course has been marked by abdominal, pelvic and back pain, and unusually heavy menstrual periods, she did not experience before essure insertion. Concurrent conditions included endometrial hyperplasia (insertion complicated due to lots of fluffy endometrium). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced cervix disorder (seriousness criterion medically significant) with uterine haemorrhage, complication of device insertion ("cervix had been lacerated") and device difficult to use ("due to lots of fluffy endometrium physician had to insert the left coil semi-blindly"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia, unusual very heavy, irregular menstrual bleeding"), menstruation irregular ("menorrhagia, very heavy, irregular bleeding"), pelvic pain ("significant bilateral pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient underwent hernia repair (seriousness criterion medically significant). The patient was treated with levonorgestrel (mirena) and surgery (on (B)(6) 2014, hernia repair). At the time of the report, the device dislocation, cervix disorder, menorrhagia, menstruation irregular, pelvic pain, abdominal pain and back pain had not resolved and the hernia repair, complication of device insertion and device difficult to use outcome was unknown. The reporter considered abdominal pain, back pain, cervix disorder, complication of device insertion, device difficult to use, device dislocation, hernia repair, menorrhagia, menstruation irregular and pelvic pain to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: normal. Hysterosalpingogram - on (B)(6) 2014: tubes were not occluded, essure failed. Ultrasound scan vagina - on (B)(6) 2015: normal. On (B)(6) 2014: gynecological examination for implantation: lots of fluffy endometrium such that he had to insert the left coil semi-blindly. On (B)(6) 2014: gynecological examination for heavy uterine bleeding following the procedure: cervix has been lacerated. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for the case, we were unable to contact a review of the manufacturing batch record. We are unable to confirm any quality defect device malfunction at this time, although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but is considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and her cervix had been lacerated. Consumer's hsg report showed her tubes were not occluded and she decided to have a tubal ligation and hernia repair. During the procedure, there was no evidence of essure device anywhere in the pelvis (device dislocation). Hernia repair is unanticipated whereas cervix disorder and device dislocation are anticipated in essure's reference safety information. Essure is inserted via hysteroscopy, which is a trans-cervical uterine procedure. Sometimes, a cervical dilation is necessary. In this case, cervical disorder occurred as complication of device insertion, therefore, it was considered related to essure. The exact time point and mechanism of dislocation are not known. However, based on the event's nature, a causal relationship with the suspect insert cannot be excluded. Hernia repair was performed together with tubal ligation, it is supposed that it refers to inguinal or maybe an incisional hernia repair. Considering their physiopathologies and the essure's local, mechanical action, the event was considered unrelated to essure. This case was regarded as incident, due to the serious injury related to essure. In addition, non-serious events were reported. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but is considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no evidence of the essure device anywhere in the pelvis during tubal ligation and hernia repair') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "due to lots of fluffy endometrium physician had to insert the left coil semi-blindly" on (B)(6) 2014. Medical conditions: post implantation procedure course has been marked by abdominal, pelvic and back pain, and unusually heavy menstrual periods, she did not experience before essure insertion. On (B)(6) 2014: gynecological examination for implantation: lots of fluffy endometrium such that he had to insert the left coil semi-blindly on (B)(6) 2014: gynecological examination for heavy uterine bleeding following the procedure: cervix has been lacerated. Concurrent conditions included endometrial hyperplasia (insertion complicated due to lots of fluffy endometrium). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced cervix disorder ("cervix had been lacerated") with uterine haemorrhage and complication of device insertion ("cervix had been lacerated"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia, unusual very heavy, irregular menstrual bleeding"), menstruation irregular ("menorrhagia, very heavy, irregular bleeding"), pelvic pain ("significant bilateral pelvic pain/pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient underwent hernia repair ("hernia repair"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding") and anaemia ("anemia"). The patient was treated with levonorgestrel (mirena) and surgery (on (B)(6) 2014, hernia repair). Essure treatment was not changed. At the time of the report, the device dislocation, cervix disorder, menorrhagia, menstruation irregular, pelvic pain, abdominal pain and back pain had not resolved and the hernia repair, complication of device insertion, migraine, headache, genital haemorrhage and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, cervix disorder, complication of device insertion, device dislocation, genital haemorrhage, headache, hernia repair, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium on (B)(6) 2015: results: normal. Hysterosalpingogram on (B)(6) 2014: results: tubes were not occluded, essure failed. Ultrasound scan - on an unknown date: essure are still in her body although the exact location wasn't reported. Ultrasound scan vagina on (B)(6) 2015: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no evidence of the essure device anywhere in the pelvis during tubal ligation and hernia repair') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "due to lots of fluffy endometrium physician had to insert the left coil semi-blindly" on (B)(6) 2014. Medical conditions: post implantation procedure course has been marked by abdominal, pelvic and back pain, and unusually heavy menstrual periods, she did not experience before essure insertion. On (B)(6) 2014: gynecological examination for implantation: lots of fluffy endometrium such that he had to insert the left coil semi-blindly on (B)(6) 2014: gynecological examination for heavy uterine bleeding following the procedure: cervix has been lacerated. Concurrent conditions included endometrial hyperplasia (insertion complicated due to lots of fluffy endometrium). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced cervix disorder ("cervix had been lacerated") with uterine haemorrhage and complication of device insertion ("cervix had been lacerated"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia, unusual very heavy, irregular menstrual bleeding"), menstruation irregular ("menorrhagia, very heavy, irregular bleeding"), pelvic pain ("significant bilateral pelvic pain/pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient underwent hernia repair ("hernia repair"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding") and anaemia ("anemia"). The patient was treated with levonorgestrel (mirena) and surgery (on (B)(6) 2014, hernia repair). The dose of essure was increased. Treatment was ongoing at the time of the report. At the time of the report, the device dislocation, cervix disorder, menorrhagia, menstruation irregular, pelvic pain, abdominal pain and back pain had not resolved and the hernia repair, complication of device insertion, migraine, headache, genital haemorrhage and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, cervix disorder, complication of device insertion, device dislocation, genital haemorrhage, headache, hernia repair, menorrhagia, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: results: normal. Hysterosalpingogram - on (B)(6) 2014: results: tubes were not occluded, essure failed. Ultrasound scan - on an unknown date: essure are still in her body although the exact location wasn't reported. Ultrasound scan vagina - on (B)(6)2015: results: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: new events "migraines, headaches, abnormal bleeding, anemia" added, event " hsg report showed tubes were not occluded, diagnosis of failed essure" deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no evidence of the essure device anywhere in the pelvis during tubal ligation and hernia repair') in a 39-year-old female patient who had essure (batch no. B71768) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "due to lots of fluffy endometrium physician had to insert the left coil semi-blindly" on (B)(6) 2014. The patient's medical history included umbilical hernia. Post implantation procedure course has been marked by abdominal, pelvic and back pain, and unusually heavy menstrual periods, she did not experience before essure insertion. On (B)(6) 2014: gynecological examination for implantation: lots of fluffy endometrium such that he had to insert the left coil semi-blindly on (B)(6) 2014: gynecological examination for heavy uterine bleeding following the procedure: cervix has been lacerated. Concurrent conditions included endometrial hyperplasia (insertion complicated due to lots of fluffy endometrium). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced cervix disorder ("cervix had been lacerated") with abnormal uterine bleeding and complication of device insertion ("cervix had been lacerated"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia, unusual very heavy, irregular menstrual bleeding"), menstruation irregular ("menorrhagia, very heavy, irregular bleeding"), pelvic pain ("significant bilateral pelvic pain/pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient underwent hernia repair ("hernia repair"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding") and anaemia ("anemia"). The patient was treated with levonorgestrel (mirena) and surgery (on (B)(6) 2014, hernia repair). Essure treatment was not changed. At the time of the report, the device dislocation, cervix disorder, heavy menstrual bleeding, menstruation irregular, pelvic pain, abdominal pain and back pain had not resolved and the hernia repair, complication of device insertion, migraine, headache, genital haemorrhage and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, cervix disorder, complication of device insertion, device dislocation, genital haemorrhage, headache, heavy menstrual bleeding, hernia repair, menstruation irregular, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Right tubal ostia: essure placed leaving 3 coils visible, left tubal ostia: placed essure semi-blindly, 7 coils visualized diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: results: normal. Hysterosalpingogram - on (B)(6) 2014: results: tubes were not occluded, essure failed. Ultrasound scan - on an unknown date: essure are still in her body although the exact location wasn't reported. Ultrasound scan vagina - on (B)(6) 2015: results: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc(product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no evidence of the essure device anywhere in the pelvis during tubal ligation and hernia repair') in a 39-year-old female patient who had essure (batch no. B71768) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "due to lots of fluffy endometrium physician had to insert the left coil semi-blindly" on (B)(6) 2014. The patient's medical history included umbilical hernia. Post implantation procedure course has been marked by abdominal, pelvic and back pain, and unusually heavy menstrual periods, she did not experience before essure insertion. On (B)(6) 2014: gynecological examination for implantation: lots of fluffy endometrium such that he had to insert the left coil semi-blindly on (B)(6) 2014: gynecological examination for heavy uterine bleeding following the procedure: cervix has been lacerated. Concurrent conditions included endometrial hyperplasia (insertion complicated due to lots of fluffy endometrium). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced cervix disorder ("cervix had been lacerated") with abnormal uterine bleeding and complication of device insertion ("cervix had been lacerated"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant), heavy menstrual bleeding ("menorrhagia, unusual very heavy, irregular menstrual bleeding"), menstruation irregular ("menorrhagia, very heavy, irregular bleeding"), pelvic pain ("significant bilateral pelvic pain/pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient underwent hernia repair ("hernia repair"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding") and anaemia ("anemia"). The patient was treated with levonorgestrel (mirena) and surgery (on (B)(6) 2014, hernia repair). Essure treatment was not changed. At the time of the report, the device dislocation, cervix disorder, heavy menstrual bleeding, menstruation irregular, pelvic pain, abdominal pain and back pain had not resolved and the hernia repair, complication of device insertion, migraine, headache, genital haemorrhage and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, cervix disorder, complication of device insertion, device dislocation, genital haemorrhage, headache, heavy menstrual bleeding, hernia repair, menstruation irregular, migraine and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Right tubal ostia: essure placed leaving 3 coils visible, left tubal ostia: placed essure semi-blindly, 7 coils visualized diagnostic results (normal ranges are provided in parenthesis if available): biopsy endometrium - on (B)(6) 2015: results: normal. Hysterosalpingogram - on (B)(6) 2014: results: tubes were not occluded, essure failed. Ultrasound scan - on an unknown date: essure are still in her body although the exact location wasn't reported. Ultrasound scan vagina - on (B)(6) 2015: results: normal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Reporter information, patient's demographics, lot number added. Reporter causality updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("no evidence of the essure device anywhere in the pelvis during tubal ligation and hernia repair"), cervix disorder ("cervix had been lacerated") and hernia repair ("hernia repair") in an adult female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg report showed tubes were not occluded, diagnosis of failed essure". Medical conditions: post implantation procedure course has been marked by abdominal, pelvic and back pain, and unusually heavy menstrual periods, she did not experience before essure insertion. Concurrent conditions included endometrial hyperplasia (insertion complicated due to lots of fluffy endometrium). On (B)(6) 2014, the patient started essure. On (B)(6) 2014, the same day after starting essure, the patient experienced cervix disorder (seriousness criterion medically significant) with post procedural haemorrhage, complication of device insertion ("cervix had been lacerated") and device difficult to use ("due to lots of fluffy endometrium physician had to insert the left coil semi-blindly"). In 2014, the patient experienced device dislocation (seriousness criterion medically significant), menorrhagia ("menorrhagia, unusual very heavy, irregular menstrual bleeding"), menstruation irregular ("menorrhagia, very heavy, irregular bleeding"), pelvic pain ("significant bilateral pelvic pain"), abdominal pain ("abdominal pain") and back pain ("back pain"). On (B)(6) 2014, the patient experienced hernia repair (seriousness criterion medically significant). The patient was treated with levonorgestrel (mirena) and surgery (on (B)(6) 2014, hernia repair). At the time of the report, the device dislocation, cervix disorder, menorrhagia, menstruation irregular, pelvic pain, abdominal pain and back pain had not resolved and the hernia repair, complication of device insertion and device difficult to use outcome was unknown. The reporter considered device dislocation, cervix disorder, menorrhagia, menstruation irregular, pelvic pain, abdominal pain, back pain, hernia repair, complication of device insertion and device difficult to use to be related to essure. The reporter commented: plaintiff continues to suffer from pain and injury caused by the implantation of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was tubes were not occluded, essure failed. On (B)(6) 2015: biopsy endometrium result was normal and ultrasound scan vagina result was normal. On (B)(6) 2014: gynecological examination for implantation: lots of fluffy endometrium such that he had to insert the left coil semi-blindly on (B)(6) 2014: gynecological examination for heavy uterine bleeding following the procedure: cervix has been lacerated. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and her cervix had been lacerated. Consumer's hsg report showed her tubes were not occluded and she decided to have a tubal ligation and hernia repair. During the procedure, there was no evidence of essure device anywhere in the pelvis (device dislocation). Hernia repair is unanticipated whereas cervix disorder and device dislocation are anticipated in essure's reference safety information. Essure is inserted via hysteroscopy, which is a trans-cervical uterine procedure. Sometimes, a cervical dilation is necessary. In this case, cervical disorder occurred as complication of device insertion, therefore, it was considered related to essure. The exact time point and mechanism of dislocation are not known. However, based on the event's nature, a causal relationship with the suspect insert cannot be excluded. Hernia repair was performed together with tubal ligation, it is supposed that it refers to inguinal or maybe an incisional hernia repair. Considering their physiopathologies and the essure's local, mechanical action, the event was considered unrelated to essure. This case was regarded as incident, due to the serious injury related to essure. In addition, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.